Event description:
It was reported that the user awoke with a low glucose, paused the pump, observed glucose rising, and contacted support with intermittent audio; during attempted blood glucose questioning and education that pausing is not required for lows, the user became upset and disconnected, then declined verification during a callback and ended the call. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included a review of the reported event and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and no device component issue, with cause of hypoglycemia unclear based on the limited information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.